Manufacturer narrative:
Even the affected screw head was not returned for investigation, the root cause in the current case is attributed to a user failure. It was determined that an incorrect drill was used which caused the pilot hole for the screw to be too shallow resulting finally in the fracture of the screw. Based on statistical eval no indication was found for any device related issue.

Event description:
Per sales rep the surgeon was using the small drill bit .9mm and the 1.2x5mm screw and was screwing it in when the screw head snapped off. They left the thread in and put in another screw for point of fixation.